Event description:
A report was received that the patient was having pain at the pocket site. The patient will undergo an explant procedure.

Event description:
A report was received that the patient was having pain at the pocket site. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Manufacturer narrative:
Additional information was received that no further course of action will be taken.